Manufacturer narrative:
Based on the information provided no definitive conclusions can be made between the reported adverse patient outcome and the bard/davol device. The patient's attorney did not allege a specific device failure. The partially explanted mesh was not returned for evaluation. No pathology or causative information was provided. Medical records provided have been limited to the implant operative report, event operative report, and implant tracking log. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney, implant operative report, event operative report & implant tracking log: on (B)(6) 2007 the patient was diagnosed with uterovaginal prolapse, stress urinary incontinence and underwent an abd hysterectomy, abd sacrocolpopexy with implant of a bard/davol flat mesh, implant of a non-bard/davol sparc urethral sling followed by cystoscopy. Per the implant operative report details, ¿a monofilament braided polypropylene mesh (davol flat) was fashioned into a y shape and attached to the vaginal apex with the short arms of the wire on the anterior and posterior aspect of the vagina. The mesh was then trimmed to become narrow in the long the arm of the y. This was then attached to the sacral promontory with ethibond sutures. The mesh was then retroperitonealized to the cul-de-sac and over the vagina.¿ on (B)(6) 2016 the patient was diagnosed with exposed vaginal mesh, postmenopausal bleeding, a vaginal polyp and underwent a partial excision of the bard/davol vaginal mesh followed by cystoscopy. Per the operative report details, ¿ some exposed mesh (davol flat) at the vaginal apex, very small portion across the apex was noted. The exposed mesh was excised.¿ attorney alleges unspecified adverse patient outcomes associated with use of device.